Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that he undertook revision surgery on a patient who had been implanted with a gamma nail, lag screw, set screw, and end cap in (B)(6) 2015. He further reported that the patient was bending down in the kitchen to take something out of the oven when the nail broke. The surgeon reported that the patient had non-union and that the nail broke at the lag screw interface. The patient presented in (B)(6) with sudden onset of pain. Pre-revision x-rays were taken in january and the revision was (B)(6) 2016. The surgeon reported that there was partial non-union at the time of surgery. The surgeon has queried whether the nail is in question or whether the non-union may have played a role.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, left gamma3® ø11x420mm x 125° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 9 months. Mechanical damage as well as scuffed off coating inside the proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. According to the appearance of the breakage surfaces of the anterior web at lateral it was suggested that the nail breakage had its origin in this area. Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the posterior web followed most likely with delay in a much quicker way with increased tensional load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. Axial load may have contributed to the progress of the incipient crack at lateral. Load application had further contributed to seizing on the lag screw. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case, a non-union had been diagnosed by the attending surgeon. Non-union presents an insufficient- or non-healing of bone, which is regarded being related to the patient¿s condition. Most likely the non-union had contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather user and patient related (intra-operative damage of the nail by a deviated step drill resulting in a significant weakening of the nail in the area of the lateral edge of the anterior web and/ or an insufficient or non-healing of the patient¿s bone (non-union). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The surgeon reported that he undertook revision surgery on a patient who had been implanted with a gamma nail, lag screw, set screw, and end cap in (B)(6) 2015. He further reported that the patient was bending down in the kitchen to take something out of the oven when the nail broke. The surgeon reported that the patient had non-union and that the nail broke at the lag screw interface. The patient presented in nov/early dec with sudden onset of pain. Pre-revision x-rays were taken in (B)(6) and the revision was (B)(6) 2016. The surgeon reported that there was partial non-union at the time of surgery. The surgeon has queried whether the nail is in question or whether the non-union may have played a role.